Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 46 (mg/dl). Reportedly, customer stated that low bg levels were common for them and stated that they believed that it may be caused by exercise from working on a ranch, the weather, and that it "just happens". Customer stated that they treated low bg levels with sugar, eating food, adjustments with injections, and emergency medical services (ems) if needed; however, customer did not specify what type of injections they used to treat bg levels and did not report needing ems services during this time. Customer also reported using manual injections to treat bg levels as a back-up method; however, customer did not provide additional information. Recommendation was made to consult with health care provider to discuss diabetes management and contact tandem technical support for future bg events.